Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hisatsune - 2003 - endoscopic management of biliary strictures after duct-to-duct biliary reconstruction in right-lobe living-donor liver transplantation. After each stricture was dilated with a balloon catheter (quantum ttc biliary balloon dilator, wilson-cook medical, nc) the inside stent was placed across each stricture by using stent delivering system (oasis-one action stent introduction system, wilson-cook medical) to prevent ascending cholangitis, an inside stent was placed within the choledochus above the sphincter of oddi without performing endoscopic sphincterotomy. Amsterdam-type fluorinated-ethylene-propylene endoprostheses (olympus, (B)(4) japan), sizes 7 f to 12 f, were modified to make the inside stent. This file captures user error: incorrect stent size used with device (7fr and 12fr stent were used with the oa device.) 53 men and 40 women. Ranging in age from 7 to 69 years.

Manufacturer narrative:
Device evaluation the oasis one action stent introduction system device of an unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to pr 363122 (report reference number 3001845648-2022-00327). Document review as the rpn and lot number of the complaint device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all oasis one action stent introduction system devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted additional user error was noted in the investigation. The user modified the stent used for the procedure. The stent in question is not a cook device therefore, this investigation will be focusing on the use of the incorrect size stent used for the procedure. It should be noted that the instructions for use (ifu0096) states the following: ¿refer to packaging label for minimum channel size for this device¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could be attributed to the use of a non-recommended size stent for the procedure. As per additional information received a 7fr and 12fr size stents were used for the procedure. Per engineering input "the use of 7fr & 12 fr stents and the stent modification is user error. Oa introduction system is only compatible with 8.5, 10 & 11.5 fr stents." Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Device of an unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted.

Event description:
Supplemental report is being submitted due to completion of the investigation.